Manufacturer narrative:
The insulin pump arrow buttons did not respond due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump passed idle current test. Analysis was unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. The insulin pump had minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was 105 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and buttons were unresponsive after he fell on his insulin pump. Customer reported that the insulin pump was not stored or not in use for the extended period of time and unexpected restart alarm is recurring during normal insulin pump use. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.